Event description:
Distributor reported that customer was getting potential (B)(6) hcg results on the consult diagnostics hcg cassette. After contact with both the customer and distributor, no records or details of this complaint was available.

Manufacturer narrative:
Investigation of retains: control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5) the 100miu/ml hcg urine control yielded clearly (B)(6) results at 3 minutes reading time. (N=5) the 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) conclusion: from retain testing with in-house controls, the customer's complaint was not replicated and the product performed as expected. No abnormal results were found in the manufacturing document review. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.